Manufacturer narrative:
This report is submitted on july 29, 2021.

Event description:
Per the clinic, the patient experienced a poor sound quality and a magnet dislocation during an MRI (1.5. Tesla). The patient was hospitalised and the magnet was removed prior to a second MRI and was replaced the MRI.